Event description:
A bag of IV chemotherapy was spiked with an iv7a01 IV nitroglycerin set from the MFR medex. Lot numbers are likely 35f28m014 or 35d01m009. The resulting spill delayed therapy to the pt but more of concern was the excess risk of chemotherapy exposure to the nurse. The same defect occurred several weeks ago in another pt care area. The result at that time was another delay in therapy and a very large chemothepary spill. The nurse was exposed to a large amount of chemotherapy. That spill required out and outside contract co to come and clean the area. The lot number from that IV set is not known but may be from among the same numbers as above. The failure with the device was at the rubber part of the set.